Event description:
New information indicates the device exhibited a diagnostics anomaly. The device was reprogrammed which resolved the anomaly. The patient would be monitored.

Event description:
It was reported that the pulse generator exhibited no rate modulated response. The device remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.